Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the level sensor was not working. The probe was continually reading not connected. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr replaced the level sensor. The unit was tested to manufacturer's specifications and returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion. A supplemental report will be filed accordingly.